Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient reported having a diabetic coma sometime after the sensor was put on the abdomen. At that time, he was "only" using the omnipod 5 and it was not providing correct insulin. His g6 mobile app was not showing any readings and he could not provide the exact error message. The patient would not provide any details on what symptoms he had and what treatment/medications was given to him. He was said to have been hospitalized but did not provide any additional details as well as how long he stayed at the hospital. At the time of the report, he was trying to get his mobile app to work on his new phone and the new sensor is on its warmup. Follow up contact for additional information was unsuccessful. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. A review of the performance data indicates that the sensor session started at 9:13 pm on (B)(6) 2025. The session lasted 5 days and 20 hours and ended when the session was stopped from the display device. There were no bg meter calibrations performed during the entire session. On the date prior to the event (B)(6) 2025 the data indicates that the app was terminated at 12:16 pm when the phone battery discharged completely. This event triggered an app terminated alert. At 6:00 pm on (B)(6) 2025, the following day, the app was re-launched and the estimated glucose values (egvs) began to populate on the app and the cgm resumed monitoring of the data. The allegation was not confirmed. The probable cause could was potential patient misuse as the battery was less than 20 percent. No additional patient or event information is available.